Manufacturer narrative:
The patient was placed into the sling by two caregivers. They lifted the patient when the strap of the sling broke and patient fell and hit her head and collarbone. She was sent to the emergency room for examination. The patient's neural vital signs were monitored for 48 hours and showed no issues or concerns. An x-ray revealed a fracture over the patient's right clavicle. She was placed into a sling and given pain medications for her clavicle injury. The accounts inspection found the strap appears cut, not worn. All other straps are intact, and there was no obvious wear to this strap before it broke. The lift was examined, and no sharp edges were noted on the lift. The visual inspection of the sling (produced in april 2014) by the hill-rom technician shows normal wear in relation to the age of the device. All four loops have been inspected, three have normal wear while one has a clear cut. No signs of mechanical wear that could have resulted in breakage of the loop. The most probable root cause is that the sling loop has broken as result of a sharp cut from knife or scissors. Per the uno 102 instructions guide 7en150104, safety instructions: before lifting, always make sure that: the lifting accessories are not damaged. The lifting accessory is correctly attached to the lift. The lifting accessory hangs vertically and can move freely. The correct lifting accessory type, size, material and design are selected to suit the patient¿s needs the lifting accessory is correctly and safely applied to the patient in order to prevent injuries. The latches are intact; missing or damaged latches must always be replaced. The sling¿s strap loops are correctly connected to the sling bar hooks when the sling straps are extended, but before the patient is lifted from the underlying surface. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the sling strap broke and the patient fell and fractured their clavicle. The lift was located in the patient room at the account. This report was filed in our complaint handling system as complaint (B)(4).